Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Failed during cardiac arrest. Patient's wife called 911 after witnessing her husband put an unknown caliber pistol up under his chin and pull the trigger, shooting himself upward into his head. There is a single 6 mm hole in the bottom of his jaw 2 inches from the tip of the chin. There appears to be no other wounds externally noted. Patient has copious amounts of blood coming from the airway and the patients lower jaw is unstable. The patient has missing teeth and the tongue is obliterated. No other injuries noted. Patient noted to be in pea rate of 65. Patient pronounced in ed. Io attempted with 15ga at right tibia proximal unsuccessful. Io was established using aseptic technique and during the insertion the driver failed causing the needle to bend under slight hand pressure. Io initiated with 15ga at left tibia proximal was successful using a back-up driver. Patient response unchanged. The io was initiated using aseptic technique and while using our back up driver, that one too failed. The io was able to be placed manually and was secured using a commercial device and saline lock. No signs of infiltration noted. Achieving access took approximately 3-4 minutes.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2014 and is approximately 7 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Failed during cardiac arrest. Patients wife called 911 after witnessing her husband put an unknown caliber pistol up under his chin and pull the trigger, shooting himself upward into his head. There is a single 6mm hole in the bottom of his jaw 2 inches from the tip of the chin. There appears to be no other wounds externally noted. Patient has copious amounts of blood coming from the airway and the patients lower jaw is unstable. The patient has missing teeth and the tongue is obliterated. No other injuries noted. Patient noted to be in pea rate of 65. Patient pronounced in ed. Io attempted with 15ga at right tibia proximal unsuccessful. Io was established using aseptic technique and during the insertion the driver failed causing the needle to bend under slight hand pressure. Io initiated with 15ga at left tibia proximal was successful using a back-up driver. Patient response unchanged. The io was initiated using aseptic technique and while using our back up driver, that one too failed. The io was able to be placed manually and was secured using a commercial device and saline lock. No signs of infiltration noted. Achieving access took approximately 3-4 minutes.